Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-june-2024, it was reported by the patient that infusion set was leaking from site within 3 days of use. No further information was available.